Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00021 for the others. The device history record and sterilization batch release record were reviewed and indicated that the components involved met specification. The operation notes and patient x-rays were obtained for review. It was relayed by the sales representative that the explanted components will be returned for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to instability. During intraoperative inspection it was found that the resurfacing femur had loosened.